Event description:
It was reported that when using the bd pyxis¿ medflex 1000, there was an issue with the bd screen. The system was not allowing the user to log in and was not displaying the usual bd screen. The cabinet was accessed remotely, and it was observed that the screen was zoomed in, and the globe icon was not visible. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had screen resolution issue. The technical support specialist (tss) remoted into the cabinet and observed that the display was zoomed in, and the globe icon was not visible. The issue was escalated to tier 2, and tier 2 team reviewed and corrected the problem. The tss then remoted back in to verify functionality, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.